Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in good condition with no appearance of any physical damaged a check syringe plunger sensor error was found at power up and failed plunger sensor test. The complaint was confirmed. The root cause was the plunger board and plunger cable were not operating as intended. It was unknown what caused the failure. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced plunger board and plunger cable and performed preventive maintenance (pm). Device passed all functional and delivery tests.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a syringe plunger error. No adverse patient effects were reported by the customer.